Manufacturer narrative:
Photos were provided for review. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that two years three months post port device implant, the catheter allegedly broke and migrated to the heart. It was further reported that the distal catheter segment was removed from the heart via percutaneous snare and the remaining port device segments were removed. Reportedly, another port system was implanted. The patient is reported as recovered.

Manufacturer narrative:
H10: manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one powerport MRI isp with groshong catheter in three segments and one cath-lock were returned for evaluation. Visual, microscopic, and functional evaluations were performed. Two electronic photos were also provided for review. The investigation is confirmed for a complete catheter break, as a complete circumferentially aligned break was identified between the middle and distal catheter segments. The catheter lumen at this break had a flattened elliptical shape, the cross-sectional surfaces at this break were granular, and the edges of the break were sharp. Another complete catheter break was identified between the proximal and middle catheter segments, just distal to the cathlock. However, the lumen shape at this break was round, the cross-sectional surfaces had striations, and the edges of the break were sharp. A longitudinally aligned split was also identified at the proximal end of the middle segment. The split was straight with some jaggedness along the edges. The root cause was found to be use related, as the characteristics observed at the break between the middle and distal segments are consistent with a known complication called catheter pinch-off which occurs due to compression of the catheter within the clavicle/first rib region. This issue can be avoided by inserting the catheter through the internal jugular vein. Subclavian insertions should be inserted lateral to the border of the first rib or at the junction with the axillary vein. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The complaint has been found to be use related. H10: g4, h6 (device code: 1395 - migration). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years three months post port device implant, the catheter allegedly broke and migrated to the heart. It was further reported that the distal catheter segment was removed from the heart via percutaneous snare and the remaining port device segments were removed. Reportedly, another port system was implanted. The patient is reported as recovered.